Event description:
Per the clinic, the patient experienced skin overgrowth and soreness at abutment site (date not reported). The patient was treated with oral and topical antibiotics, however, the issue could not resolve. The abutment was removed on (B)(6), 2022. The implanted deivce remains.

Manufacturer narrative:
This report is submitted on november 29, 2022.